Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2013564) on 07-sep-2020. The most recent information was received on 21-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('displaced implants') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain ("pain in left and right abdomen"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), endometriosis ("signs of endometriosis"), fatigue ("extreme fatigue"), insomnia ("insomnia"), arthralgia ("joint pain"), sleep disorder ("disturbed sleep"), paranasal sinus inflammation ("sinus inflammation"), rhinitis ("rhinitis"), menorrhagia ("heavy periods"), dysmenorrhoea ("extremely painful periods"), abdominal distension ("abdominal swelling"), abdominal pain upper ("stomach pain"), hot flush ("sudden hot flashes"), renal pain ("kidney pain"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating on a single task") and was found to have blood iron decreased ("low iron levels"). At the time of the report, the device dislocation, abdominal pain, blood iron decreased, endometriosis, fatigue, insomnia, arthralgia, sleep disorder, paranasal sinus inflammation, rhinitis, menorrhagia, dysmenorrhoea, abdominal distension, abdominal pain upper, hot flush, renal pain, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, amnesia, arthralgia, blood iron decreased, device dislocation, disturbance in attention, dysmenorrhoea, endometriosis, fatigue, hot flush, insomnia, menorrhagia, paranasal sinus inflammation, renal pain, rhinitis and sleep disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2020: normal latero-pelvic position of the tubal implants; projecting in front of the third piece of sacrum. Magnetic resonance imaging abdominal - on (B)(6) 2020: uterine retroversion with the presence of a small sclerotic plaque in the posterior subperitoneal region, causing an associated attraction of the posterior vaginal cul-de-sac, which may all correspond to endometriosis lesions; no other notable anomalies. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('displaced implants') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain ("pain in left and right abdomen"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), endometriosis ("signs of endometriosis"), fatigue ("extreme fatigue"), insomnia ("insomnia"), arthralgia ("joint pain"), sleep disorder ("disturbed sleep"), paranasal sinus inflammation ("sinus inflammation"), rhinitis ("rhinitis"), menorrhagia ("heavy periods"), dysmenorrhoea ("extremely painful periods"), abdominal distension ("abdominal swelling"), abdominal pain upper ("stomach pain"), hot flush ("sudden hot flashes"), renal pain ("kidney pain"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating on a single task") and was found to have blood iron decreased ("low iron levels"). At the time of the report, the device dislocation, abdominal pain, blood iron decreased, endometriosis, fatigue, insomnia, arthralgia, sleep disorder, paranasal sinus inflammation, rhinitis, menorrhagia, dysmenorrhoea, abdominal distension, abdominal pain upper, hot flush, renal pain, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, amnesia, arthralgia, blood iron decreased, device dislocation, disturbance in attention, dysmenorrhoea, endometriosis, fatigue, hot flush, insomnia, menorrhagia, paranasal sinus inflammation, renal pain, rhinitis and sleep disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2020: normal latero-pelvic position of the tubal implants; projecting in front of the third piece of sacrum. Magnetic resonance imaging abdominal on (B)(6) 2020: uterine retroversion with the presence of a small sclerotic plaque in the posterior subperitoneal region, causing an associated attraction of the posterior vaginal cul-de-sac, which may all correspond to endometriosis lesions; no other notable anomalies. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.